Manufacturer narrative:
Supplemental report was created to correct and add information: b. Adverse event or product problem 1. Type of report 2. Outcome attribute to adverse event 5. Describe event or problem h. Device manufacturers only 1. Type of reportable event 6. Adverse event problem in health effect - clinical code, health effect - impact code 10. Additional manufacturer narrative

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered code 1003 indicative of voltage too low for projected remaining capacity. Additional information showed that boston scientific technical services (ts) discussed possible premature battery depletion being the cause of the code. Device was explanted and replaced.. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered code 1003 indicative of voltage too low for projected remaining capacity. Additional information showed that boston scientific technical services (ts) discussed possible premature battery depletion being the cause of the code. Device remains in service. No adverse patient effects were reported.